Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humalin u-500 insulin with the pump. Tandem customer technical support informed customer that insulin is off label per the user guide. Customer changed cartridge and infusion set to address the issue. Additionally, intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 - motor picasso issue was verified, but the occlusion-insulin issue could not be verified. The information will be used for tracking and trending purposes.